Manufacturer narrative:
Updated information on page g reflect the additional information provided. A corrected awareness date is 10/26/2017, the previous date was entered in error. Date received by manufacturer: 10/26/2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the 3 ml bd¿ pre-filled normal saline syringe when using the franklin flush 3 ml syringe filled to 3 ml, the nurses frequently experience a high pressure alarm and they syringe pump stops infusing. Some of the flush syringes have irregularities inside the hub as compared to an empty bd syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Updated information on page g reflect the additional information provided. On 1/18/2018, a corrected awareness date was added. The additional information for this is as follows: date received by manufacturer: 10/18/2017.

Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for broken/damaged syringe with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Unable to determine root cause.